Manufacturer narrative:
Of the 5 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to moisture ingress. During investigation for unrelated allegations, there were 25 additional audio bolus button issues where moisture ingress was found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced an audio bolus button issue with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 9-19 years of age and between 23 and 55 pounds. Of the reported patients, 3 were male and 2 were female.